Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and chest pain. The right ventricular (rv) lead exhibited intermittent non capture, high threshold and high impedance. The lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.